Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that the clip delivery system was prepared and functional inspection was performed prior to use. It was noted that only one of the grippers moved when the gripper lever was used. The other gripper did not respond to use of the gripper lever. This cds was not used in the patient. Another cds was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received, but the reported gripper actuation issue was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported gripper actuation issue could not be determined in this incident. The observed clip introducer tear and broken lock lever luer appear to be related to user technique/procedural conditions in conjunction with post procedural handling. There is no indication of a product quality issue with respect to manufacture, design, or labeling.